Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation, the flex deflectable videoscope exhibited color tone of the image was not proper (image is magenta or green only) due to damage on the charged coupled device unit in endoscope connector. There were no reports of patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Correction to the g3 of the initial medwatch. The aware date should be 11sep2024. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection, and the reportable malfunction was confirmed. Based on the results of the investigation, it is likely the following led to the malfunction: damage to the connector board. As damage was confirmed to the video connector and connector case, it was possible that the cause of the damage was in irregular load applied to the internal board due to external stress such as a bump during handling. A definitive root cause could not be determined. The event can be prevented by following the instructions for use which state: the inspection method for the suggested event is described as follows in the operation manual for ltf-s190-10"chapter 3 preparation and inspection 3.8 inspection of the endoscopic system¿. ¦inspection of the endoscopic image. Olympus will continue to monitor field performance for this device.